Event description:
New information received notes that the patient was stable after the procedure.

Event description:
It was reported that when the patient presented in the hospital for reasons related to heart failure, intermittent telemetry was observed. The device was found to be in backup vvi. The device was explanted and replaced.